Event description:
It was reported that the programmer, just recently back from being repaired had no communication when attempting to interrogate implantable heart devices. The radiofrequency programmer head was changed out but the situation did not resolve, even with multiple implantable devices. The programmer has been returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of no communication while interrogation of implantable heart devices was being attempted and therefore the link electronic module was replaced and calibrated. Additionally the software was reloaded and updated. Concomitant medical products: product ID 229047 software analyzer. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: product ID 229047, software analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.